Manufacturer narrative:
There was no pt or user injury. Device not used in pt. The device was returned and analyzed. Visual examination of the device revealed a split in the canister mount along the knit line. O ring forming the seal between the canister mount and value body was misplaced during assembly causing increased stress on the canister mount. Corrective action has been implemented.

Event description:
The physician was preparing the cassi rotational core biopsy device for use by turning the co2 canister to activate the device. The device was placed at the foot of the bed for less than 5 minutes. The nurse picked up the device and heard a loud pop and the device split apart down the middle of the device body. This device was not used in a pt. Another device was used to complete the procedure. There was no reported pt or user injury.